Event description:
The manufacturer received information regarding a l amara gel mask. The manufacturer received information alleging patient passed away. At this time medical intervention was not specified. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
In the previous report, it was submitted for patient's death but in this report, this will be not reportable at this moment as only accessories are being returned but device is not returned.